Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The peeling was confirmed. The physical resistance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a lesion below the knee in the distal vessels. Resistance was felt during crossing of the ht command guide wire in the heavily calcified lesion. During retraction of the guide wire, resistance was felt and the last 2-3 centimeters of the tip coating distally were observed to be separated from the body of the guide wire. It was stated that none of the separated coating was left in the patient anatomy. Another guide wire was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.